Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer was treated with insulin pump. The customer's blood ketones was 0.9 mmol. The customer's father denies any issue with vomiting. The pump site was changed. The insulin pump will not be returned for analysis.